Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh device may have caused or contributed to the reported event and removal of the device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional/ventral hernia. A composix mesh was implanted to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery to remove the mesh. There was evidence of multiple adhesions and an infected, contracted composite mesh. Patient was injured severely and permanently. As alleged, patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered and from chronic pain, as well as psychological stress and depression due to the alleged defective composix mesh.